Manufacturer narrative:
The investigation determined that imprecise vitros phyt and phbr quality control results were obtained while using the vitros 5,1 fs chemistry system. Results of within-run precision testing did not identify a specific instrument issue. However, the customer has an alternate vitros 5,1 fs chemistry system that demonstrates acceptable quality control performance using the same reagents and control fluids. Because multiple immunorate chemistries are affected and the issue appears to be isolated to a single vitros 5,1 fs chemistry system, the most likely cause of this event is instrument related. An ocd fe performed multiple service actions, including parts replacement and adjustments within the incubator and iwf metering subsystems. However, the observed imprecision has not been resolved as of the date of this report, and the investigation is ongoing. A definitive root cause has not been identified, however, this event is most likely instrument related.

Event description:
The customer obtained imprecise vitros phyt and phbr quality control results while using the vitros 5,1 fs chemistry system. The imprecise quality control results obtained are summarized as follows: vitros phyt. Vitros pv ii control fluid (expected value = 21.14 g/ml): 15.46, 14.44, 14.91, 14.14, 14.54, 16.00, 16.88, 13.52, 16.76, 16.47. Vitros phbr. Vitros tdm pv I control fluid (expected value = 10.49 g/ml): 15.47, 16.75, 15.03, 15.83, 14.20, 6.29, 6.92, 6.44, 7.15, 13.53. Vitros tdm pv iii control fluid (expected value = 56.33 g/ml): 72.99, 69.00, 39.62, 43.36, 43.90, 71.54, 77.50, 72.16, 75.15, 70.00, 76.05, 69.92, 44.64, 44.65, 44.03, 42.62, 41.07, 42.05, 71.07, 75.22. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).